Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. During a procedure, surgeon was using a drill bit and it broke off. Surgeon did retrieve the drill bit fragment, pt experienced nerve damage. Part was scrapped by the hospital. No further info available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.